Event description:
It was reported that a patient, underwent an atrial fibrillation procedure with a thermocool® smart touch¿ bi-directional navigation catheter, there were noise on all signals on both equipments (carto 3 and recording system) and the device disappeared occurred. There was no patient consequence. The procedure was completed successfully with a similar-like device. This event was originally considered non-reportable, however, bwi became aware of additional information stating that the physician did not have any available signal to monitor patient heart rhythm. Therefore, this event became reportable.

Manufacturer narrative:
Manufacturer's reference # (B)(4). It was reported that a patient, underwent an atrial fibrillation procedure with a thermocool® smart touch¿ bi-directional navigation catheter, there were noise on all signals on both equipments (carto 3 and recording system) and the device disappeared occurred. There was no patient consequence. The procedure was completed successfully with a similar-like device. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected and found in good physical condition. Per the event, the catheter was tested for electrical performance and found within specifications. In addition, the catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. However, during the analysis it was noticed that the force values were displayed on the carto system even though the tip dome was not touched with any surface. Force values only be shown when the catheter tip is in contact with a surface. Catheter was then dissected and traces of corrosion were found over the pc board and the force sensor solder joints. Furthermore an irrigation test was performed and water was leaking from the handle. Deeper inspection of the proximal section of the catheter revealed that the irrigation tubing was broken close to the shaft ¿ handle transition. Therefore, it can be concluded that the traces of corrosion were originated due to the leakage of the liquid solution used during the procedure, which caused the pcb and solder joints failure, and at the end the erratic force values on the carto 3 system. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent broken irrigation tubings from leaving the facility. In addition, and based on the evidence and results gathered, it can be concluded that both the corrosion and the broken irrigation tubing did not affect the electrical and magnetic portion of the catheter. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint for the artifacts and the catheter disappearance was not confirmed. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).